Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to the customer¿s blood glucose level. Customer inspected pump and surrounding areas for any issues, followed instructions to clean pump's pneumatic tap area, and successfully reloaded cartridge, allowing them to resume insulin therapy.